Event description:
On (B)(6) 2015, leica biosystems received info from the laboratory indicating "there were a few specimens that the pathologists are recommending a rebiopsy". Leica will submit a follow-up report if additional patient identifier info is obtained.